Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise and non-sustained episodes were noted on the right ventricular (rv) lead. The detections were programmed off and a new pace/sense lead was implanted. The system is now being used as a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.